Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6atm's on the second inflation. (The number of atm's reached on the initial inflation was also 6 atm's.) The pt was asymptomatic during this event. The lesion being treated was a 99% restenosis of a previously placed bx velocity stent in the distal left circumflex coronary artery. The procedure was successfully completed with another balloon catehter and the pt status is reported as 'good'.